Event description:
Information received by medtronic indicated that the crack on the battery compartment. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: scratched case, cracked keypad overlay, partially broken retainer(chipped), pillowing keypad overlay, and keypad overlay texture damage. Cosmetic damage at battery compartment was not confirmed, however, other cosmetic damage was noted.